Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. There was no endoleak at the time of implant. After 6 months the patient had a CT and there was no endoleak. At 17 months post implant the patient presented with an abdominal aortic rupture. The patient was treated with an endurant aui 36/14/105 and 16/16/120 endurant limb; however, there was still an endoleak present and the physicians thought that it was a type ii endoleak. Two days later, the physician made another angiogram and saw there was a fabric tear in the main body of endurant stent graft. A fem-fem bypass was not done after the aui was implanted because there was blood flow to the right iliac artery. On two days later an additional intervention was performed where the physician cannulated the area of the tear and performed coil embolization. After the embolization there was no endoleak; however, the patient died due to organ failure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received as follows: the pigtail injector catheter was able to pass through the fabric hole of the bifurcated stent graft. There is no device to return.

Event description:
Additional information was received as follows: review of angio images at implant revealed a proximal neck that was severely narrowed (possibly by a calcified shelf) approximately 1.5cm below the left renal artery. The flow lumen diameter (l-r) at the level of the renal arteries was 28mm, 1.5cm below was 17mm across the narrowed neck, and 1cm lower expanded to 27mm. The max diameter aaa was 5.3cm. From the right side, the bifurcate was brought up and deployed just above the narrowed neck; the stent graft proximal diameter was 26mm and appeared unopposed to the aortic wall. The suprarenal stents were just above the origin of the right renal artery and the aortic diameter at this location was 32-33mm. Within the narrowed neck, 5 -10 mm below the proximal graft margin (marker bands), the stent graft outer diameter was narrowed down to 19mm along the 5mm seal length (between stents 1 and 2). The stent graft diameter at the flow divider measured 32mm. The ipsilateral limb and extension were placed into the right common iliac artery, and the contra limb and extension into the left common iliac artery. Final angio showed a small amount of contrast from a possible endoleak in the proximal sac, possibly from a proximal type I or type IV. The limbs were patent. No other stent graft issues were observed. Review of angio images from 15 months post-implant revealed that there was contrast seen in the proximal sac, possibly from a proximal type I or type iii fabric endoleak from the bifurcate aortic body region. There has been morphology changes with neck dilatation compared to the films at implant. The stent graft may have migrated distally (<(> <<)>5mm); the proximal graft margin is now within the narrowed neck and which has dilated to approximately 27mm in diameter. At the level of the suprarenal stents the neck diameter has increased to 36mm. From the left side an aui was implanted approximately 5mm above the level of the bifurcate proximal margin. Final angio showed an endoleak near the level of the bifurcate flow divider. The type of endoleak could not be determined. There was also blood flow seen outside the aui within the bypassed right/ipsilateral limb, equal in strength to the flow within the contralateral limb. No issues with the deployed aui could be seen in the films. Review of angio images 2-days later revealed that both limbs were patent and there was contrast seen within the proximal sac. Interrogation of the endoleak site revealed that when the injector was placed within the aortic body 15mm above the flow divider, contrast was seen coming out of the stent graft. The next image showed that the injector, which appeared to have been placed within the ipsilateral limb (between the bifurcate and aui), was able to pass through the fabric of the bifurcate and into the sac indicating fabric hole in the bifurcate. This hole location was then embolized using multiple coils. Final angio showed no apparent endoleak. The cause of the aneurysm rupture appears to be related to a type iii fabric endoleak from the bifurcate; the cause of the fabric tear could not be determined. The cause of the endoleak seen after implanting the aui is also unknown, and contrast seen within both limbs after implanting the aui could indicate poor apposition and inadequate sealing of the aui within the bifurcate. The patient¿s severely narrowed proximal neck may have also contributed the inadequate seal. Other anatomical issues which could be visualized via angiography may have also contributed to the events.